Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that after the sheath was inserted, the user tried to insert the catheter into the sheath. It was at that time a blood leak was noticed from the hemostasis valve on the sheath. As a result, the sheath was exchanged. There were no reported patient complications. Additional information received on (B)(4) 2010 from arrow (B)(4) stated "this event (blood leak from valve) happened before catheter insertion. The sales representative said this hospital normally uses 7.5 fr catheter when using this sheath."